Manufacturer narrative:
Concomitant medical products: truliant tib fit tray cem sz 5f / 5t (cat# 02-022-45-5050 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four months post initial right tka, this (B)(6) y/o male patient had a revision for an unknown reason and surgeon was not sure if the poly was part of the recall. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. The device will be return.

Manufacturer narrative:
As reported, approximately four months post initial right tka, this 62 y/o male patient had a revision for an unknown reason and surgeon was not sure if the poly was part of the recall. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. The device was returned. No additional information provided after multiple requests. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.